Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicates that there was difficulty advancing the delivery catheter system (dcs). Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc). In this case, it was noted that the advancement difficulty was due to the patients calcified and narrow iliac artery, and difficulty occurred when trying to cross the previously placed valve. Procedural films were submitted for review. The cine films could not confirm or deny the presence of calcium in the iliac artery. The films did confirm the dcs had some difficulty crossing the previously implanted non-medtronic valve. There was no information to suggest a device quality deficiency that may have caused or contributed to the difficulty advancing. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was no other evidence of damage observed on the capsule. The handle was observed to be intact but did not advance or retract the capsule. A spine wire break was observed on the dcs. Historically, torquing or manipulation of the dcs against the spine wires by the user may cause the spine wire to break. The instructions for use (IFU) instructs not to rotate the dcs as it is being advanced. Spine wire break is consistent with the reported information that during attempted retraction the capsule did not open. When the spine wire breaks the force from the handle is not transmitted to the capsule. The user may have torqued the device to overcome the reported difficulty advancing the dcs, which may have damaged the spine. However, based on the limited information available, the cause of the reported event and dcs damage cannot be conclusively confirmed. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs) and the line sheath into a previously implanted non-medtronic transcatheter bioprosthetic valve, calcification in the narrow iliac artery made advancing the dcs difficult. Difficulty was encountered when trying to cross the previously placed valve. The dcs was at the frame but could not advance through. The dcs caught a few times on the frame. An additional stiff guidewire was then used to advance the dcs. The valve was partially deployed and did not fully expand. It was reported that the previously implanted non-medtronic valve had hard leaflets. The previously implanted degenerated valve was the reason that the valve was unable to fully expand. The valve was recaptured, and a second deployment was attempted, but was unable to release the valve. The dcs did not open a second time. Fluoro was reviewed and no visible damage to the capsule was noted. The system was removed without injury and damage to the capsule was felt by the tds. The valve was not able to be removed from the dcs. The valve and dcs were replaced and the new transcatheter bioprosthetic valve was successfully implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was loaded in the capsule of the dcs. The handle appeared intact. The tip-retrieval mechanism appeared intact. The deployment knob appeared intact but did not advance or retract the capsule. The trigger appeared intact but did not advance or retract the capsule. The device was returned with the end cap/screw gear snap fit connected. The device was received with the capsule fully closed. Delamination was observed over the nitinol reinforcing frame at the distal end and the proximal end of the capsule. The spine of the dcs was broken approx. 40 cm after the strain relief. The capsule could not be removed from the dcs and could not be analyzed. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.